Event description:
Pt informed the pharmacy that her ms3 pump was set to default settings and not to her specs for her dose. She was informed the pharmacy would ship out a new pump to replace that pump and a return box to send the malfunctioning pump back to the pharmacy. Pt did not miss any duration of therapy as she has another pump that is working correctly. Serial number for the malfunctioning pump is (B)(4) . No other info is known. Dose or amount: 47 ng/kg/min, frequency: continuous, route: subcutaneous.